Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the cursor on control monitor (ccm) was not identical with contact point. The device was not changed out, as the user had to type right next to the cursor in the ccm. There was no delay, no blood loss, nor adverse consequences to the pt.